Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead had been showing signs of a gradual increase in impedance values during several months. A lead safety switch (lss) from bipolar to unipolar was triggered due to high, out of range values. They discussed options for trouble-shooting lv lead in different configurations and options for programming. No adverse patient effects were reported.